Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. A batch/lot record review was performed and the batch met all final acceptance criteria.

Manufacturer narrative:
(B)(4). Please explain what is meant by, the device misfired the second clip? First clip usually fires appropriately, then all others come out with such force that it pushes away the structures it is supposed to clip. Also- several clips clip at the very tip, but the middle is open and does not clip well. What vessel or structure was the device fired on at the time of the event? Common bile duct mostly, cystic duct and artery/ veins. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Inside/ outside. What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? No answer. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired the second clip. It is unknown how the case was completed. No patient consequences were reported. The surgery time was extended.